Event description:
It was reported that pump screen lit up from behind when button was pressed but display could not be seen, which prevented customer from interacting with pump or reading screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for placing pump into storage mode and returning it within required timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.